Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was giving an error message and would not boot into the application. There are patients on the unit, and they are being watched in their rooms. Tech support (ts) had the bme swap the drives in the raid setup. After doing that, the cns booted up. The patient data is now being displayed. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Telemetry transmitter: model: zm-520pa. Sn: ni. Device manufacturer date: ni. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: not returned.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was giving an error message and would not boot into the application. There are patients on the unit, and they are being watched in their rooms. Tech support (ts) had the bme swap the drives in the raid setup. After doing that, the cns booted up. The patient data is now being displayed. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was giving an error message and would not boot into the application. There are patients on the unit, and they are being watched in their rooms. Tech support (ts) had the bme swap the drives in the raid setup. After doing that, the cns booted up. The patient data is now being displayed. No patient harm was reported.

Manufacturer narrative:
Details of the complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) was giving an error message and would not boot into the application. There are patients on the unit, and they are being watched in their rooms. Tech support (ts) had the bme swap the drives in the raid setup. After doing that, the cns booted up. The patient data is now being displayed. No patient harm was reported. Investigation conclusion: it is likely that the raid was broken and swapping the drives allowed the unit to boot and for raid to be rebuilt. The issue was resolved through troubleshooting. In some raid setups, especially raid 1 (mirroring), both drives contain the same data. However, the raid controller or bios/uefi may rely on a specific drive order or metadata to determine which drive to boot from or to initialize the raid volume correctly. If the original boot drive had failed, become unreadable, or had corrupted metadata, the system might not boot. By swapping the drives, the bme effectively told the raid controller to try the other drive, which still had intact boot information and application data. Once the controller saw a consistent and healthy drive, it was able to mount the volume, boot the operating system, and load the cns application successfully - restoring access to the patient data. Additional device information: d10: concomitant medical device: the following fields contains no information (ni), as attempts to obtain information were made, but the information was not provided. Attempt #1 01/20/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 01/24/2023 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with some of the device information. Telemetry transmitter model: zm-520pa. Sn: ni. Device manufacturer date: ni. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: not returned. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.